Manufacturer narrative:
An additional conformable gore¿ tag¿ thoracic endoprosthesis (ctag) catalog number #tgu343420 (unknown lot/serial number and unknown UDI) was also involved with this complaint. Date of patient death: as the date of patient death was not provided, but was reported as 2019, the date of patient death has been estimated as (B)(6) 2019. Device information: the device lot/serial number was unavailable. Therefore device information (lot/serial number, expiration date, UDI) remains unknown. If implanted, give date: date of device implant has been estimated as (B)(6) 2015. Concomitant medical products and therapy dates: unavailable device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. (B)(4). The information described in this report was collected by the (B)(6) organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent elective endovascular treatment of asymptomatic acute dissection in zone 2, which extended to zone 15. The tevar indication was rapid expansion. The primary entry tear was located in zone 2 and was covered. Two conformable gore¿ tag¿ thoracic endoprostheses (tgu343420x2) were implanted within zones 2 and 4, with coverage extending distally to zone 5. At the time of the initial procedure, the maximum aortic diameter was reported to measure 51mm, in zone 4. Additionally, surgical bypass of the left subclavian artery (lsa) was performed with a dacron graft. No postoperative complications were reported for the patient. The lsa was not covered. Post operatively the patient received transfusion of 1 unit packed red blood cells and was transferred to the intensive care unit and discharged to home on post operative day (pod) 7.imaging performed at time of discharge showed a type ii endoleak associated with a branch vessel. The maximum aortic diameter within the treated area at the time of discharge was reported to be 51mm. The patient underwent follow up visits on unknown pod(s): 118, 293 and 655. On an unknown date, approximately pod 118, follow up imaging reported the aortic diameter within the treated aorta, evg measured 36mm and an ongoing type ii endoleak. On an unknown date, approximately pod 293, follow up imaging reported the aortic diameter within the treated aorta, evg measured 38mm and an ongoing type ii endoleak. On an unknown date, approximately pod 655, follow up imaging reported the aortic diameter within the treated aorta, evg measured 34mm and an ongoing type ii endoleak. There were no additional procedures reported for the patient.on an unknown date in 2019 it was reported that the patient expired. It reportedly appears that the cause of death may be related to dissection.no further information was provided or available.

Manufacturer narrative:
Review of the file determined this event to be non-reportable. As the patient death did not occur intra-procedure, occurred >2 days after the procedure (about 4 years), was not related to use of a gore sheath, the cause of death remains unknown, location of the reported suspected dissection is unknown in relation to the gore devices, and no information was provided that reasonably suggests the gore device may have caused or contributed to the death, the devices included in the initial medwatch will not be considered reportable. This medwatch will be voided. H.6. Investigation conclusions code updated.